Manufacturer narrative:
The associated spectron ef standard offset stem was not returned for evaluation. Our investigation included a review of the manufacturing records for the listed batch which did not reveal any deviation from the standard manufacturing processes. A review of complaint history on the listed part revealed no additional complaints for this failure mode with the same batch number. A clinical evaluation performed in this investigation noted that all documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. Based on the information available, the root cause of the polyethylene wear and osteolysis which reportedly lead to the loosening cannot be concluded from the x ray picture and the pictures of the components. As stated no patient information was forthcoming and the products were not returned. Should any relevant clinical/medical information become available the complaint can be re assessed. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported a patient presented with loosening of left hip. Revision surgery was performed and replaced the stem along with 28mm oxinium head and all cemented cup.